Event description:
It was reported that a pt underwent a laparoscopic hysterectomy in 2009. During the procedure, the surgeon began to morcellate the first myoma, then the uterus, and when he got about halfway through the second very large myoma, the blade became blunt and did cut even though the blade was still turning. The procedure was successfully completed by using lap scissors to cut the myoma up into pieces and removing the tissue through the port with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/16/2009. Blade dull/poor cutting. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.